Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. During left atrium (la) mapping, the irrigation port was pulled out of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another new one. The procedure was completed without patient's consequence. Additional information was received. The section where the issue was observed was the side port tubing. The tube was pulled out from the side port. The device evaluation was completed on 23-nov-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection was performed following bwi procedures. Visual analysis revealed that the side port was found detached from the hub component. Microscopic examination of the side port was performed and evidence of adhesive was found. The damage observed could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. An internal corrective action has been opened to introduce optimization actions on devices with stopcock gluing issues. A device history record was performed for the finished device batch number, and no internal actions identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 03-nov-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the tube was pulled out from the side port. During left atrium (la) mapping, the irrigation port was pulled out of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another new one. The procedure was completed without patient's consequence. Additional information was received. The section where the issue was observed was the side port tubing. The tube was pulled out from the side port. The hemostatic valve did not dislodge inside the hub and did not dislodge outside the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. Blood return was not observed.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) the product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 18-dec-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection was performed following bwi procedures. Visual analysis revealed that the side port was found detached from the hub component. Microscopic examination of the side port was performed and evidence of adhesive was found. The damage observed could be caused by insufficient polyurethane (pu) during the manufacturing assembly; however, this can not be conclusively determined. An internal corrective action has been opened to introduce optimization actions on devices with stopcock gluing issues. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system.